Manufacturer narrative:
Analysis was performed remotely by a philips remote service engineer (rse). The rse noted the x3 was in companion mode on an mx800 host monitor. The rse had the customer detach the x3 monitor and confirm the inop is coming from the x3 monitor; there is no sound at the x3 monitor. Based on the information available and the testing conducted, the cause of the reported problem was related to the x3 monitor, however, the specific cause on the device was not known. The reported problem was confirmed. The customer is taking responsibility for servicing the device, and has given the x3 monitor to their biomedical engineer for repair. The customer has been notified to contact philips for any follow up at which point a new service order will be created, if applicable. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue x3 monitor indicating that there was a speaker malfunction on the x3 monitor; there was no sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.